Manufacturer narrative:
Visual analysis was performed on the returned product. The reported partial deployment was not confirmed; however, separation of the dc pod which likely contributed to deployment failure was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation was unable to determine a cause for the reported difficulties. Based on the reported information and evaluation of the returned unit, the deployment failure appears to be the result of the separated distal shaft/dc pod. Although the cause for the separation could not be determined, it may be possible that the distal shaft of the delivery catheter was restricted or entrapped in the anatomy and during positioning, the separated occurred resulting in deployment failure; however, this could not be confirmed. There was no difficulty noted during preparation, and the filter was noted to be fully loaded into the dc pod suggesting that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily tortuous common carotid artery. An emboshield nav6 embolic protection system (eps) was advanced without resistance. The filter was partially deployed but ultimately failed. The tip of the eps separated but remained on the wire, which prevented the filter from being fully deployed. The eps and separated tip were successfully removed without resistance. Another emboshield nav6 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.